Event description:
The customer reported a charger failed error message at boot up. Per the fse, they were unable to use the system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections in the power cord were repaired. The system was tested and found to be working as intended and returned to service.